Manufacturer narrative:
The power management printed circuit board assembly (pcba) was returned to the manufacturer for failure analysis. Customer complaint not verified. All output voltages are within specification. No-fault found.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The customer called to return the defective power management board and to obtain encryption codes for a replacement central processing unit (cpu) board. The customer noted during preventive maintenance (pm) the power management board gave incorrect voltage reading in pneumatics. The customer also identified the oxygen (o2) inlet pressure was high. The customer replaced the power management board to resolve the issue. The unit was not in use, and there was no patient or user harm reported.